Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in blocks b5 and h6 impact codes the return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that the lead was dislodged. Boston scientific technical services (ts) observed lead and system integrity issue and there was no harm or allegation of harm to the patient. The lead remains in service. No adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed thru xray. No adverse patient effects were reported. Subsequently this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was dislodged. Boston scientific technical services (ts) observed lead and system integrity issue and there was no harm or allegation of harm to the patient. The lead remains in service. No adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed thru xray. No adverse patient effects were reported.

Event description:
It was reported that the lead was dislodged. Boston scientific technical services (ts) observed lead and system integrity issue and there was no harm or allegation of harm to the patient. The lead remains in service. No adverse patient effects were reported. Additional information received indicates that the dislodgement was confirmed thru xray. No adverse patient effects were reported. Subsequently this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to the initial MDR in blocks b5 and h6 impact codes. The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. Boston scientific technical services (ts) observed lead and system integrity issue and there was no harm or allegation of harm to the patient. The lead remains in service. No adverse patient effects were reported.